Manufacturer narrative:
(B)(4). Added additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during testing. The knife reverse button worked as intended.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon attempted to fire device with black reload for first firing and device sounded like knife blade "ramped up" and then stopped. The reverse was used and nothing happened. The manual override was then used to remove device. A new device of same code was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it stopped? There were about two rows of staples that were pushed up by the sled but failed to form a proper "b" shape.